Manufacturer narrative:
Based on the available information, it is not known what role, if any, the lava ultimate restorative material played in this reported outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for root canal treatment.

Event description:
On (B)(6) 2018, a dental professional reported the case of a (B)(6) year-old female patient (yob (B)(6)) who required root canal treatment on tooth #18. This tooth had a lava ultimate onlay placed on (B)(6) 2014, because a prior amalgam restoration on the tooth had failed and decay was noted. At the time of lava ultimate crown placement, the patient was made aware that root canal treatment may be needed in the future because of the depth of the decay under the amalgam. On (B)(6) 2018, it was reported that root canal treatment was performed and a non-3m crown placed.